Manufacturer narrative:
The scd 700 compression system was evaluated and the review showed that the unit had a damaged power cord, with copper wire was exposed. From the area in which the damage occurred it is possible this could be related to wear over time from the wrapping procedure of the cord around the bed hook. The cause of the reported condition for the damaged power cord was due to wear from potential wrapping technique overtime, and the most likely root cause is customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 04/27/2017. One kendall scd 700 compression system was received and the reported issue was confirmed. Upon triage, a technician found the power cord was damaged with copper wire exposed. The root cause identified is handling/misuse. The power cord was replaced and processed per service instructions.

Event description:
On (B)(6) 2017, the customer reported a bad screen and upon triage at the service center on (B)(6) 2017, the service technician found the power cord cut with copper exposed.